Event description:
It was reported that during percutaneous transluminal angioplasty a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous right external iliac artery. A 0.018-300cm thruway guidewire catheter was selected and advanced to treat the target lesion but the distal end of this device was kinked. They exchanged it with a 300cm non-bsc guidewire catheter and was able to cross the lesion. A 3mm x 4cm sterling balloon catheter was used to pre-dilate the target lesion. A 8mm x 4cm non-bsc stent was used and deployed to the lesion. During post dilatation, a 7.0mm x 40mm x 135cm(4f) sterling balloon catheter was used. Upon the first inflation at 8 atm, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient status is good.

Manufacturer narrative:
Age at the time of event : 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).